Event description:
It was reported that an unspecified number of syringe 10ml ll s/c 200 experienced missing scale markings which was noted prior to use. The following information was provided by the initial reporter: material no. 302995 batch no. 9170912. Per email: we received the concern regarding product 302995 missing graduations inside the sterile sleeve.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10 ml ll s/c 200 experienced missing scale markings which was noted prior to use. The following information was provided by the initial reporter: material no. 302995, batch no. 9170912. Per email: we received the concern regarding product 302995 missing graduations inside the sterile sleeve.